Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
The customer reported unit is not booting up. The customer confirmed that an error code consistent with battery failure was present in the diagnostic log. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer replaced the battery to resolve the reported issue. The device successfully pass performance specification testing after the repair was completed.